Event description:
A distributor contacted zoll on (B)(6) 015 to report that a (B)(6) year old male had a sore under one of her electrodes that oozes. Follow-up attempts were unsuccessful. The medical outcome of the sore is unknown at this time.

Manufacturer narrative:
Electrode belt (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.